Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of cinch failure to deploy. Block d4, h4 detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product lot is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used during a transoral outlet reduction procedure performed on (B)(6) 2025. During the procedure, the physician attempted to complete the suture, the cinch failed to deploy. The procedure was completed with an alternate device. There was no patient complications reported as a result of this event.